Event description:
It was reported that during a remote device data review, the physician noted low, out-of-range pacing impedance (<200 ohms) and under-sensing from this right ventricular (rv) lead. It was alleged that the rv lead had an insulation issue. However, the physician elected to continue with remote monitoring and this rv lead remains implanted. No adverse patient effects were reported.